Manufacturer narrative:
(B)(4). This lot was manufactured november 12, 2013 to november 13, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused. The infusion was completed in 36 hours, instead of 48 hours as intended. Total volume was 230ml fluorouracil diluted with dextrose 5% in water. There was no patient injury or medical intervention associated with this event. No additional information is available.